Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices. The manufacturer received information alleging sinuses, coughing, nasal/throat irritation or soreness. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinuses, coughing, nasal/throat irritation or soreness. There was no report of patient harm or injury additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/23/2023 for further evaluation. The device was evaluated on 08/01/2023. During the external investigation manufacturer observed that contamination on end panel. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 32 error found. Internal investigation observed an indeterminate beige contamination on the end panel beneath the top enclosure. Large fibrous contamination was observed between end panel and bottom enclosure near the beige contamination. Dust contamination observed throughout the enclosure and on/in the blower. Contamination appearing consistent with small particles of degraded sound abatement foam observed on the interior of the blower box and adhered to the interior of the bottom enclosure. Dust, dirt, and insect contamination was observed on the sound abatement foam. Pil is unable to directly address symptoms in the complaint and was unable to assess the complaint against the heater plate as no humidifier was returned with the device. The manufacturer was able to confirm evidence of degraded sound abatement foam. And confirm the presence of dust and fibrous contamination in the airpath, likely from a source external to the device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sinuses, coughing, nasal/throat irritation or soreness. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.